Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, also a anterior section of post fractured off. All pieces not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. Issue was previously investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument was returned due to being fractured. It is unknown when the fracture occurred. Attempts to obtain additional information have been made; however, no more is available.